Event description:
A customer contacted beckman coulter inc (bci), reporting that they believe results for free t4 (ft4) assay performed on access 2 immunoassay system recovered greater than the bci reference range for multiple patient samples tested between (B)(6) 2011. Specific dates and time of each sample were not provided, only range of dates. These results correspond to tsh results within bci's normal reference range. The ft4 results were reported out of the lab. There were no reports regarding an effect to a patient.

Manufacturer narrative:
The patient samples were perfomed utilizing calibrator requiring freezer storage; however, the calibrator storage information was not provided. A system check performed on (B)(4) 2011 was within established specifications. Calibration dated (B)(4) 2011 passed. Qc was within established ranges. Service information was not supplied. A definitive root cause is unknown. Additional MDR filed for this event to address each date that the results in question were generated: 2122870-2011-01684, 2122870-2011-01686, 2122870-2011-01687, 2122870-2011-01688, 2122870-2011-01689, 2122870-2011-01690, 2122870-2011-01691.